Event description:
Customer reported that the pump was not charging. There was no reported impact to the customer¿s blood glucose level. Upon investigation, the pump was tested, charged to 100% successfully, and recognized by a computer. The pump is intended to be returned for further examination, and a replacement pump has been dispatched.